Manufacturer narrative:
A product investigation is in progress.

Event description:
Stomach pains [abdominal pain upper]. Discharge - vagina [vaginal discharge]. Tampon came off inside [foreign body in reproductive tract]. Piece of tampon layer came out [complication of device removal]. Case narrative: consumer reported via email that one of the tampons came off inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Stomach pains [abdominal pain upper]. Discharge - vagina [vaginal discharge]. Tampon came off inside [foreign body in reproductive tract]. Piece of tampon layer came out [complication of device removal]. Case narrative: consumer reported via email that one of the tampons came off inside of her. No serious injury was reported. Correction: product returned 08-dec-2022 with final investigation results received 12-jan-2022 as part of package in case with manufacturer report number 1219109-2022-00483. To align with the FDA's denial of deletion request, case retained.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Stomach pains [abdominal pain upper]. Discharge - vagina [vaginal discharge]. Tampon came off inside [foreign body in reproductive tract]. Piece of tampon layer came out [complication of device removal]. Case narrative: consumer reported via email that one of the tampons came off inside of her. No serious injury was reported. On 12-jan-2023: product confirmed to be part of package in case with manufacturer report number 1219109-2022-00483. This case will be deleted.